Manufacturer narrative:
(B)(6). Visual examination of the returned device revealed that the cutting wire was broken, bent, and blackened; directly affecting the functionality and integrity of the device. It was found during the investigation of the returned device that the cutting wire was broken, bent and blackened, so it is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was inserted into the working channel of the scope. The device was bowed; however, when current was applied, the patient showed a more painful reaction during sedation. Reportedly, the nurse observed a more sensitive reaction when the electric current was applied. No specific symptom was reported, and there was no reported malfunction or deficiency of the device. The procedure was completed with another autotome rx 44. The patient did not receive any intervention or treatment, there were no adverse patient effects/complications, and the patient's condition following procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: wire detached/separated.